Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospitals biomedical engineer was asked to replace the flow sensors by a ge healthcare service representative, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospitals biomedical engineer was asked to replace the flow sensors by a ge healthcare service representative, and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed and was not ventilating. There was no report of patient involvement.